Event description:
Report received regarding a (B)(6) white female (B)(4) who is currently participating in (B)(4) trial. On (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent index procedure with the deployment of one drug eluting stent to the mid lad, and another two drug eluting stents to the proximal lad. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 600 mg. Aspirin 325 mg dosing and clopidogrel 75 mg dosing were started on (B)(6) 2010. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized for recurrent angina and abnormal stress. Coronary angiography was performed which revealed a chronic, jailed, very small diagonal branch. No additional details were available at the time of this report. The recurrent angina resolved on (B)(6) 2010, and the patient was discharged from the hospital. In the opinion of the investigator, the recurrent angina was moderate in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 3003742446-2010-00312, 3003742446-2010-00313, and 3003742446-2010-00314. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 3003742446-2010-00312, 3003742446-2010-00313, and 3003742446-2010-00314. Information received from the (B)(4) study indicated that a patient experienced a side branch occlusion after having a coronary artery stent implanted. The (B)(4) study is a prospective, multi-center, randomized, double-blind post-marketing trial to assess the effectiveness and safety of 12 versus 30 months of dual antiplatelet therapy (B)(4) consisting of either clopidogrel or prasugrel plus aspirin for the first 12 months followed by clopidogrel vs placebo or prasugrel vs placebo plus aspirin for the remainder of the trial in subjects undergoing percutaneous coronary intervention (pci) with either drug-eluting stent (des) or bare metal stent (bms) placement for the treatment of coronary artery lesions. The patients' medical history is significant for hypertension. On (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent index procedure with the deployment of one drug eluting stent to the mid lad, and another two drug eluting stents to the proximal lad. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized for recurrent angina and abnormal stress. Coronary angiography was performed which revealed a chronic jailed very small diagonal branch. No additional details were available at the time of this report. The recurrent angina resolved on (B)(6) 2010, and the patient was discharged from the hospital. In the opinion of the investigator, the recurrent angina was moderate in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. With the limited information provided it is not possible to determine the exact factors that contributed to the event, but there is nothing in the report to indicate that there is a design or manufacturing related issue, therefore no corrective action is required.